Manufacturer narrative:
According to the available info this inflatable penile prosthesis was revised on 7/1/97 because the device was "non-functioning." No implant info was provided. A pump and two cylinders were returned for eval. Requests have been made for add'l info surrounding the incident, however, to date the requested info has not been rec'd. Without the requested info, qa is precluded from commenting on the events surrounding the incident. Should add'l info be rec'd, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of the returned components revealed no functional abnormalities. Based on this qa concluded that no functional abnormalities contributed to the reported "non-functioning." Because the rec'd info did not indicate what factors may have contributed to the "non-functioning" of the device, and because no functional abnormalities were detected, qa is precluded from determining the cause of the reported event.

Event description:
Per the information provide to co by the physician's office, the device was removed as it was "non-functioning." As reported to co, the entire device, with the exception of the reservoir, was removed and replaced.